Manufacturer narrative:
A philips remote clinical support engineer (cse) interviewed the customer who questioned how the clinical audit logs show there were inoperative sounds played at the central station; however, they could not be heard. The alarms appear to be intermittent at times. They also pondered the meaning of the "inop sound played", and "inop sound stopped." The cse advised the customer the alert sound option in the clinical audit trail will provide results for the entire unit and not just the bed chosen. The bed chosen is tn-3513a. If the alert sound is chosen while reviewing data for one bed, the alert sounds will appear to be random and without cause. The customer changed search criteria to unit instead of bed and performed an unfiltered clinical audit trail (cat). The inop alert sounds could now be paired with the inops generated and no longer appear random. The cse also had the customer troubleshoot the unit by securing the wire connections of the speaker. Results showed, the speaker is now fully functioning, and the alarms can be heard. The customer reported their questions answered and the issue has been resolved. Based on the information available in the case, the cause of the reported problem was confirmed to be a loose connection. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported alarms did not sound at central station nor did they for a specific patient room. The device was in use on a patient at the time of the event, there was no adverse event reported.